Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use of the bd preset¿ syringe with bd luer-lok¿ tip. Bd eclipse¿ needle there is an issue with sterility barrier breach. The consumer stated the ¿tip cap of eclipse needles were easy opened when they deliver abg via pneumatic system.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided by the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for looseness of the cap with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for looseness of the cap with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.